Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a change or loss of therapy. The patient felt too much stim at their original setting of 1.4v after they mowed the lawn, pushing/pulling up a hill. The patient lowered stim to a comfortable level but had more frequency symptoms. The patient changed from program 1 to program 2 at 0.8v, which was comfortable. The patient also had pain down their leg, down the side and bottom that had been present ad implant but it had gotten worse. It was reviewed that the patient should contact their healthcare provider (hcp) if the problem did not resolve to address symptoms as necessary. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.